Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 24.0cm was returned for analysis. External insulation abrasion was noted at 13.0-13.6cm, 20.4-21.1cm, and 20.9-21.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.